Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her insulin pump is alarming no delivery. She has had high blood glucose of 569 mg/dl. She tried delivering a bolus, but saw insulin on her shirt. She gave another bolus delivery, but her blood glucose has been up and down. She treated with a manual injection. Customer declined troubleshooting for high blood glucose because she believes the no deliveries are the cause. Customer's current blood glucose is 600 mg/dl. She treated with a manual injection. In troubleshooting, insulin exited the tubing in a fixed prime. The cannula was not bent. Customer was advised the site may have been occluded. She was advised of proper insertion methods. Customer was advised to monitor her blood glucose and call back if needed. Nothing further reported.